Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator service required alarm occurred on a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation error codes in relation to (dsp_2500mv_ref system failure and obm_air_flow_sensor_failed) were observed in the device event log. In conclusion, the device's sensor board was replaced to address the issue of dsp_2500mv_ref system failure, and the oxygen blender module board was replaced to address the issue of obm_air_flow_sensor_failed. Additionally, during the service of the device, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.2.05). The suspected trilogy o2 sensor board and oxygen blender module board were sent and received at the manufacturer product investigation lab (pil) for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed. New information linv: the oxygen blending module board and sensor board were returned to the manufacturer product investigation lab (pil) for the failure of ventilator service required (obm_air_flow_sensor_failed). The oxygen blending module board has already undergone a comprehensive evaluation at the service center prior to arriving at the pil, and there is no association with patient harm. Therefore, no further investigation of the oxygen blending module board is required at this time. The oxygen blending module board has been scrapped.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation error codes in relation to (dsp_2500mv_ref system failure and obm_air_flow_sensor_failed) were observed in the device event log. In conclusion, the device's sensor board was replaced to address the issue of dsp_2500mv_ref system failure, and the oxygen blender module board was replaced to address the issue of obm_air_flow_sensor_failed. Additionally, during the service of the device, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.2.05). The suspected trilogy o2 sensor board and oxygen blender module board were sent and received at the manufacturer product investigation lab (pil) for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed.